Event description:
MFR says that there is a 50% chance of success but pt's condition is worse. Pt had the nucleoplasty procedure using a coblation method. According to the MFR this is a patented method. Pt is now having more pain. They are not sure it was the device's problem or the dr's.